Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21494. It was reported, the patient ((B)(6)) experienced ineffective stimulation. Reprogramming was unsuccessful as unintended right side stimulation occurred. Subsequently, surgical intervention took place to explant the lead. Per the physician, the lead was visibly fractured. Additionally, the physician experienced difficulty steering/advancing the new lead (device 2) in the desired location. As a result, the physician abandoned the implantation of the lead and successfully implanted two new leads. The procedure was extended by approximately an hour due to this incident. The patient received effective therapy post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.